Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system for two (2) pt samples. Pt a: an initial accu tni result was 1.24ng/ml. The sample was re-tested and repeated results were in the range of 0.46ng/ml - 0.58ng/ml. The sample was tested on a different instrument in the customer's lab several times and accu tni results were in the range of 0.15ng/ml - 0.50ng/ml. Pt b: an initial accu tni result was 12.12ng/ml. The sample was re-centrifuged and then re-tested. The repeated results were in the range of 0.05ng/ml - 0.09ng/ml. The re-centrifuged sample was tested on a different instrument in the customer's lab several times and accu tni results were in the range of 0.03ng/ml-0.07ng/ml. It is unclear if the erroneous results were reported out of the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Cardiac marker qc low level was out of specifications high before the erroneous result obtained on 01/17/08, and passed specifications upon repeat. Accu tni qc levels I and iii were within specifications prior to the erroneous result obtained for pt a. The specimens were collected in bd, lithium heparin tubes with gel and were centrifuged at 3,000 rpm for 9 mins. A field service engineer was dispatched to the customer's lab in 2008: the fse performed alignments to a dispense plate and an aspirate probe plate. The fse changed aspirate probes and ran system check 3 times. The fse calibrated the instrument and performed qc. On two days later, customer contacted customer technical svc (cts) about filed calibration, probe and qc issues. In a f/u, the fse stated that after data reviewing, it was indicative the lab may have sample handling issues. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.